Manufacturer narrative:
Product analysis: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies found on save to disk. Most recent battery measurement 2.95 volts on (B)(6) 2016, with estimated longevity 17 months due to high output.

Event description:
It was reported that there was an allegation the patient's implantable pulse generator (ipg) was experiencing unexpected longevity. It was noted that the atrial capture management was reprogrammed recently and that the longevity estimate should adjust within a few weeks. The ipg remains in use. No patient complications have been reported as a result of this event.